Event description:
Kendall healthcare on 08/15/00 rec'd report from the qa manager, reporting an alleged defect with an insulin syringe. User facility reports that a pt was giving self injection on 07/31/00 and the cannula detached and remained in the patients abdomen. On 08/07/00 the patient went to physician and was scheduled for surgery on 08/15/00, for removal of the cannula.